Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor and foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system left monitor was intermittently blank and the foot switch cord was damaged. No patient injury was reported.